Event description:
The stryker suction irrigator had dripped fluid that could travel to the sterile field and contaminate the surgery. This fluid was initially clear from the spiked saline bag, but then black sediment started to run from the device followed by brown fluid running from the battery compartment.